Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The eval was able to reproduce the door not fully latched alarm. The force required to secure the door was found to be above expected levels causing the alarms. The alarms were also confirmed through review of the event history log. The door hooks and latch pins were readjusted to correct the condition.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device alarmed door not fully latched. There was no pt involvement.